Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: seroma.

Event description:
Patient reported left side "that the textured implants I currently have were covered under the recall list." Healthcare professional later reported "seroma" via op report. Device was explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety¿product/procedure: unable to observe since it is a medical event and is not related to the device. Seroma-late: unable to observe since it is a medical event and is not related to the device. Additional observations: creases is observed. Wear abrasion is observed. Yellow particles were observed on the shell. No further actions are required as the device was implanted.

Event description:
Patient reported left side "that the textured implants I currently have were covered under the recall list." Healthcare professional later reported "seroma" via op report. Device was explanted and replaced.